Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6)2025. On (B)(6)2025, the patient received an alert on the cgm that their bg was 85 mg/dl but did not check a bg finger stick to confirm. She stated she almost passed out so she called emergency medical technicians (emts) at 9am. After 5 minutes, emts arrived and checked a bg and it was 49 mg/dl while the cgm was 80 mg/dl. The patient was treated with a glucagon shot. After 30 minutes, emts left. At the time of the report, the patient was feeling okay. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.